Event description:
It was reported that during use of the left ventricular (lv) lead, the patient reported after the implant procedure was ask if the patient was having hiccups and the patient indicated yes, "I went home and when I went to lay down I started to get hiccups, they were regular."  It was further reported that the patient had two device checks. The patient hiccups were indicated as not related to a product performance issue. However, re-programming was performed. The lv lead remains in use. No further patient complicationsoccurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.